Event description:
Returned deep brain stimulator and extension received. No information was returned with the device. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4): analysis of the neurostimulator (B)(4) revealed intermittent output in the unipolar mode and good output in the bipolar mode. Destructive analysis revealed that the case feed through wire was lifted at the pad. The b+ and b- epoxy bond terminals are lifted away from the hybrid.